Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that there was a partial lead removal. The event occurred during procedure. The patient received a full device replacement on (B)(6) 2016 and when they were trying to remove the lead, it was frayed and upon removal from the original insertion site, the lead broke. This left a small portion of the lead and electrodes still in the sacrum. The health care professional (hcp) tried to dig and find the small portion of the lead but was unsuccessful. The patient was in for a routine device check and no response was detected from the implantable pulse generator (ipg). Therefore, the patient was scheduled for a full replacement of the lead and ipg. Upon removing the old system, it was found that the lead was frayed. The lead broke when removing from insertion site. They tried to pull the lead directly up from the original insertion site and clamp as low on the head as possible. The lead broke off leaving a small portion of the lead and all four electrodes in the body. The hcp searched for the lead and was unable to find it and felt it had retracted too deep. The hcp was unwilling to enlarge the lead insertion site. The rep tried to have the hcp search for the lead and try to extract again, however, the hcp was not worried and felt it was not going to be a problem for the patient. The issue was resolved at the time of the report. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.